Event description:
Event description guidant received information that loss of ventricular capture was reported at maximum device output. The associated ventricular lead was removed from service and successfully replaced.